Event description:
Crew member attempted to utilize this piece of equipment and the reservoir bag would not inflate. This means that the nescessary supplemental oxygen that passes through this piece of equipment could not be utilized. This piece of equipment was sent back to MFR, and dist notified.